Event description:
Pt. Arrived at 07am, for a 10:30 scheduled pump disconnect. Her pump completed about 4 hours before it should have. She was very upset that each time she goes home, her pump alarms hours early. I verified that the bag was empty and disconnected her. However, she thought that she would need to wait an additional 4 hours to complete her treatment. She would like the pumps to be looked into.